Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet screen became unresponsive and was determined via photo to have a cracked lcd, and a replacement device was provided with return instructions. Symptoms included no reported adverse health effects. Outcomes included no reported impact on health or need for medical care. Investigation included review of customer-provided images and logistics tracking to confirm device return. The returned device was received. Investigation of this case revealed physical damage to the display assembly consistent with a cracked lcd, resulting in loss of touchscreen responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical stress and not a manufacturing or design defect.